Event description:
On (B)(6) 2012, it was reported that the pt had been experiencing elevated blood glucose levels. She changed all the accessories on the infusion device, but she continued to have elevated blood glucose levels. The pt thinks the infusion device does not deliver an accurate amount of insulin. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for product eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Manufacturer narrative:
The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient.